Manufacturer narrative:
All information was investigated, and the returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). Positioning failure-leaflet grasping - clip not implanted, positioning failure-leaflet capture - clip not implanted and image resolution poor during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on information provided and the results of the returned device analysis (unable to confirm the reported single gripper actuation issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue cannot be determined. Additionally, a cause for the positioning failure associated with leaflet grasping and capture also cannot be determined. Image resolution poor is related to procedural conditions as some issues visualizing the clip during the procedure was reported. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned. The investigation is not yet complete. A follow-up report will be submitted with additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr), a restricted posterior leaflet, and a pseudoprolapse of the anterior leaflet for a mitraclip procedure. During the procedure a mitraclip ntw was attempted to be implanted but was unable to adequately grasp the leaflets. After multiple grasping attempts it was identified that one of the grippers would not actuate. The mitraclip ntw was removed from the patient and a mitraclip xtw was selected. The mitraclip xtw was able to be implanted successfully. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.